Manufacturer narrative:
Sc-1432 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. The implantable pulse generator (ipg) was found to be in the elective replacement indicator (eri) state. Data log analysis demonstrated that the ipg reached eri 1 year, 2 months, and 13.2 days after initial active programming. The average energy use index (eui) was 26.1, corresponding to a theoretical battery longevity of 1 year, 2 months, and 12.7 days. These findings indicate that battery performance was consistent with projected expectations. The device problem was determined to be normal battery depletion due to end of expected service life.

Event description:
It was reported that the patient was experiencing inadequate pain relief and the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of life message. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient was experiencing inadequate pain relief and the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end-of-life message. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.